Event description:
Patient reports she has increased chest pain since yesterday, as well as 2 confirmed cassettes that are affected by the cassette recall. Lat number fa- both cassettes: 4257116 (expiration date unknown). No other information known, unspecified which cassette lot number patient is currently infusing with. Pump return tracking information is not applicable to event photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to patient or clinical injury? Unspecified; is the actual cassette available for investigation? Yes; did we[MFR] replace the cassette? Yes; did the patient have add'l cassettes they were able to switch to? No, if no, what was the pt instructed to do in able to continue their infusion? Continue infusing as is; is the infusion life sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.